Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit was alarming that the system temperature was too high. It is unknown under which circumstances the event occurred or if there was patient involvement.

Manufacturer narrative:
The distributor's engineer evaluated the iabp. This issue was reproducible before repairs. Engineer replaced the drive manifold and scroll compressor. The unit was returned to customer for clinical use. *initial reporter telephone:(B)(6).

Event description:
N/a.